Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and having an open wound. The surgeon switched out the poly because he flushed the wound and was being cautious of infection.